Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery, a patient ha have been experiencing adverse reactions with the oxinium implants. Has pain, discomfort. All investigations-mr, infection markers, CT scans for malrotation are clear. The ige is raised as marker for allergies. Nevertheless, the patient continues to experience inflammation and severe discomfort even after treatment with nsaids, anti-inflammatories, and a short course of steroids. Surgeon is potentially considering revision of the oxinium implants.

Manufacturer narrative:
Given the nature of the alleged incident, the devices could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the provided post-total knee arthroplasty x-ray imaging appears to show an intact right total knee arthroplasty. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the documentation provided, the clinical root cause of the suspected reaction to zirconium could not be definitively concluded. However, consistent findings from provided chartstiks from all the cases involved use of competitor biomaterial (bone cement), same surgeon, and facility, although smith and nephew implant choice selection/combinations vary. Therefore, an undiagnosed immunodeficiency or hypersensitivity and/or allergy to one of the materials in the cement and/or prosthetic components cannot be ruled out as a possible contributing factor. The patient impact includes the reported onset of eczema, allergy-like symptoms with pain, inflammation, and severe discomfort post oxinium total knee arthroplasty with an elevated immunoglobulin e (ige), medications, and battery of diagnostic testing. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the femoral component and the tibial baseplate, a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. For the insert, a review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. For the patella, a review of complaint history revealed a similar event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in possible adverse effects section that, although rare, metal sensitivity or allergic reactions in patients following joint replacement have been reported. Implantation of foreign material in tissues can result in histological reactions involving macrophages and fibroblasts. Additionally, states that temporary or permanent nerve damage can result in pain or numbness of the affected limb. Lastly, revealed that postoperative patient care and directions and warnings to patients by physicians are extremely important. Protected weight bearing with external support is recommended for a period of time to allow healing. Normal daily activity may be resumed at the physician¿s direction. Also, warnings and precautions states that the patient should be warned of surgical risks, and made aware of possible adverse effects. The patient should be warned that the implant can become damaged as a result of strenuous activity or trauma. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Factors that could contribute to the reported event include irregular implant interaction, wear, abnormal motion over time or an undiagnosed immunodeficiency, hypersensitivity and/or allergy. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Additional information: a1, a2, a3, b3, d4 (catalog number, lot number, expiration date, unique identifier (UDI) #), d10, e1 (facility name and address), g4 (PMA/510(k)number), h4 corrected data: b5, b7, d1, h6 (health effect - clinical code).

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2023, a patient has been experiencing adverse reactions with the oxinium implants, reporting eczema and allergy-like symptom. The patient claims to have pain and discomfort. All investigations-mr, infection markers, CT scans for malrotation are clear. The ige is raised as marker for allergies. Nevertheless, the patient continues to experience inflammation and severe discomfort even after treatment with nsaids, anti-inflammatories, and a short course of steroids. Healthwise, patient's current health status is ok. Surgeon is potentially considering revision of the oxinium implants.